Event description:
It was reported that when the magnet quenched it filled scan room with helium vapor causing the scan room to pressurize. Once the room was pressurized, the scan room door could no longer be opened. The pt was extracted from the scan room before the room pressurized.